Event description:
It was reported that this implantable lead exhibited a gradual increase in pacing impedance measurements from 800 ohms to 1200 ohms over the past two years. The physician elected to replace the lead due to the dependency of this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.